Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4)

Event description:
The customer alleged discrepant results generated from a cobas liat system (s/n (B)(4)). A customer from the united states alleged they received potential false positive results for three different patient samples tested using the cobas® sars-cov-2/influenza a/b assay generated on the cobas liat system (s/n (B)(4)). On (B)(6) 2021 the customer reported that their cobas liat system (s/n (B)(4)) run 1663 generated sars-cov-2 positive, influenza a negative, influenza b negative results for patient 1¿s sample. Patient 1¿s sample was not retested. Cobas liat system (s/n (B)(4)) run1785 generated sars-cov-2 positive, influenza a positive, influenza b positive results for patient 2¿s sample. Patient 2¿s same sample was retested on a different cobas liat system (s/n unknown) that generated sars-cov-2 negative, influenza a negative, influenza b negative. Cobas liat system (s/n (B)(4)) run1787 generated sars-cov-2 positive, influenza a negative, influenza b negative results for patient 3¿s sample. A recollected sample from patient 3 was sent for analysis by reference lab pcr method and a sars-cov-2 negative result was reported. Patients¿ samples were collected using nasopharyngeal swab and universal transport media (utm) 3ml.this is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. There was no allegation of harm to the patient. Results were reported to the patients and or/ medical personnel treating the patients. Patient 1¿s sars-cov-2 positive result was reported out, patient 2¿s sars-cov-2 negative, influenza a negative, influenza b negative results were reported out and patient 3¿s initial sars-cov-2 positive and repeat sars-cov-2 negative test results were reported out. 3 mdrs will be filed one for each of the samples results identified.